Event description:
During an implantation procedure, the stylet was unable to be withdrawn from the left ventricular (lv) lead. The lead was successfully replaced, and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of the reported event was isolated to the combined bunching of the stripped stylet, the ptfe coating, and inner coil, due to procedural damage. The cause of the reported broken lead event was isolated to procedural damage.